Event description:
It was reported that the patient presented in the emergency room. It was noted that the implanted pacemaker was in back up operation mode. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the patient presented to the emergency room due to muscle stimulation.